Manufacturer narrative:
(B)(4). Manufacture date: 5/7/2015. Expiration date: 4/7/2020. The analysis results found that the tlc55 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the knife performed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m53m7p. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device worked fine but when the nurse was to change the magazine the knife was exposed half way of the magazine, they could not remove the magazine. No information about surgery/procedure date, procedure or surgeon. Another like device was used to complete the procedure. There were no adverse consequences for the patient.